Event description:
It was reported that, one day post implant, the shock impedance was less then 30 ohms. The implant impedance was 40 ohms. The patient weighs around (B)(6) pounds. The doctor did some x-rays which confirmed normal placement. The system will be monitored. There were no adverse patient effects.